Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, or battery out limit alarms noted. The device had intermittent button response and button error alarms due to corroded keypad traces. No stuck buttons noted. The insulin pump had a cracked display window corner, scratched lcd window and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 111 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.